Manufacturer narrative:
Additional information: the procedure was completed using a stent and balloon through a new access site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone was received for evaluation with a support sheath and guidewire. No cine images from the procedure were received for evaluation. A kink in the hawkone catheter strain relief was noted when the device was removed from the return packaging and the cutter head was received protruding distally beyond the cutter window. The distal assembly coil housing was separated at the start of the coil housing. The returned support sheath and guidewire were examined and a prolapsed loop of guidewire was noted protruding from the distal end of the support sheath. The prolapsed guidewire was grasped with a set of needle nose pliers and the guidewire with hawkone distal coil housing/tip were removed from the support sheath. The guidewire was prolapsed in two locations proximal to the hawkone distal tip. The most distal location was just proximal to the hawkone distal tip. The guidewire lumen that runs along the distal assembly coil housing was torn/ripped. The proximal end of the coil housing matches the separation face at the start of the coil housing. All components of the hawkone directional atherectomy device are accounted for. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone atherectomy device during treatment of a calcified lesion in the patients mid superficial femoral artery and popliteal artery. Severe calcification and tortuosity were reported. The IFU was followed and the device was prepped without issue. Pre-dilation was not carried out. It is reported severe resistance was encountered during withdrawal which resulted in the nosecone separating and detaching from the device and the tip separated at the hinge pin. The detached portion stayed in the sheath. Physician had to remove the sheath and everything in tandem. The device was removed safely from the patient. All device fragments were accounted for. The physician had to re-access to complete the procedure. No patient injury was reported.